Event description:
Implantable neurostimulator interrogation revealed high bipolar impedances on electrodes 0-2, and 0-3. The pt was able to feel stimulation when therapy parameters were increased. Add'l info has been requested. A follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4)